Event description:
Customer states that via phone call the blood glucose readings are increasing. The blood glucose reading is 505 mg/dl. Customer states that the cannula may interfere with the amount of insulin delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.